Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother reported that the insertion site was red and dry. The affected area was treated with eletone and desonide, prescribed for a previous skin reaction, and over-the-counter zyrtec. Additionally, patient's mother reported that the patient generally experienced reactions with bumps, pus, itching and redness and that while medical assistance had been sought in the past, none was sought for the current reaction. Patient's mother also reported that the patient had a history of skin reactions to adhesive material. At the time of contact, the patient's reaction was getting better but was still red. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event of skin reaction could not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.